Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred. Reportedly, the customer did not remove the cartridge outside of the load sequence. A supply change was performed/customer reloaded the cartridge to address the issue. There was no adverse impact to the customer¿s blood glucose level.